Event description:
Pt was placed on extracorporeal membrane oxygen cannulation. To prevent over-pressurization to the pt, a pop-off was used to fit in the oxygenator gas line. The co2 in the pt's blood elevated, before and after oxygenation. When the pop off valves were from all circuits, the pco2 level on the pt and the ECMO circuit decreased. The pop-off valves were measured and recorded to pop off at 30cmh2o.